Event description:
On (B)(6) 2015 I had mentor silicone breast implants put in to try to increase my breast size as I had very little breast tissue. After a couple of months when I was supposed to have healed, I began having sharp pains around the implants in my breasts. This pain has continued almost daily for the past 3 1/2 years. As well as increased headaches and migraine headaches which become so painful, I cannot function. I have an appt now to have the implants removed. Before implants I was an active runner that ran in multiple races each year. I was able to easily take care of my children and household. With the implants, I am not able to do the things I once enjoyed because of the pain and discomfort.